Event description:
Placement of an ipp in 1981. The pump failed to work to get a good errection after a few years. At present he can pump it up only with three or four pumps. Sometimes he gets a spontaneous errection and has good ejaculation.